Event description:
Reporter indicated a pt had high impedance readings during a routine office visit. The pt was also experiencing a recent seizure increase, but the increase was not greater than pre-vns seizure levels. The pt has since had a lead revision. The generator was replaced prophylactically. The explanted lead and generator are currently in product analysis.

Manufacturer narrative:
H.6: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.